Manufacturer narrative:
Concomitant products: model: 5076-58, lead; implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional (hcp) sent in a remote monitor transmission because they thought the patient's implantable cardioverter defibrillator (ICD) "was not pacing the atrium correctly" and "suspects the atrial lead is not sensing p waves." Information received on the remote transmission was reviewed by qualified personnel. It was determined that the ICD was functioning as programmed and the right atrial (ra) lead did display diminished sensing. Follow-up was conducted and there were no programming changes completed at this time. The ICD and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.